Event description:
It was reported that the patient with this right atrial (ra) lead stated the lead has moved. Boston scientific technical services (ts) referred the patient to the clinic. This lead remains in service. No adverse patient effects were reported.